Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported that there was a suspected problem with the device/therapy. The patient indicated that the implantable neurostimulator (ins) was not working or turned off. The hcp indicated that he did not think the patient had seen a managing hcp since 2010. It was unknown if the battery was depleted. No other information was known. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No follow-up was required as all the necessary information was given. If additional information is received, a follow-up report will be sent.